Manufacturer narrative:
No device is expected to be returned, and no investigation on the actual device will be performed. However, an investigation for similar events has been performed. All manufacturing controls for this lot number were found acceptable and effective to detect the reported failure mode. No nonconformity reports related to the reported failure mode were found.(B)(4).

Event description:
It was reported by a hospital that the tracheal tube pilot balloon and cuff would not inflate properly. No further information is available at this time. There is no report of serious injury or death associated with this event.